Event description:
It was reported that the ventricular output connector on the external pulse generator (epg) was damaged and would not lock the patient cable. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the lower case was broken and both bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).